Event description:
This is an international report of a patient that identified 1 cassette in which the overpouch was broken. There was no patient involvement, the product was not used. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The sample is avialable for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Sample was received by the manufacturing facility for evaluation. Visual inspection confirmed a small cut on the primary packaging of the transversal seal. The manufacturing facility has indicated this was caused by a failure of the packaging machine during manufacturing. An investigation was conducted by the manufacturing facility and corrective actions were implemented. Similar reports have been received; baxter will continue to monitor similar reports to determine if further actions are required.